Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient had tachycardia after the implant of the implantable pulse generator (ipg). The heart rate of the patient was higher than the lower rate of the device. Programming options were discussed. The device remains in use. No patient complications have been reported as a result of this event.